Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were out all day yesterday and had no effectiveness for their bladder control at all, they lost their symptom relief. Patient stated yesterday they kept going to the bathroom and when they got home and tried to adjust the stimulation but it was at 0.0 and they hadn't even used it. Patient mentioned increasing the therapy to 0.5 during the night but they had no benefit from the device. Patient also mentioned adjusting the stimulation again yesterday to 0.3 due to a back pain and hurt in their spine that started on wednesday night. Patient mentioned their back pain decreased a little bit today but the were still feeling the pulsation.agent reviewed with the patient therapy expectations and recommended to decreased the therapy to a comfortable level while they see their healthcare provider (hcp) (B)(6). Guided patient to discuss with hcp medical concerns. Patient reported baseline symptoms returned / lost therapy benefit, painful stimulation, stimulation in different location and urinary symptoms.